Manufacturer narrative:
The insulin pump was received unable to perform displacement test and occlusion test due to missing the retainer. However, the insulin pump passed rewind test, prime seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self-test. No unexpected frozen screen anomalies, white display anomalies or black display anomalies noted during testing. The insulin pump had scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, cracked select button on keypad overlay, missing serial number label and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump screen was frozen after a battery change. Prior to the battery change, the insulin pump would alarm and flash white. The patient's most recent blood glucose value was 160 mg/dl. The insulin pump will be returned for analysis.